Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The reason for mesh implantation was cystocele and urinary stress incontinence. The procedures performed was graft augmented colporrhaphy, sacrospinal fixation, tension free vaginal tape, urethral sling and cystoscopy. The complications associated was vaginal mesh erosion, vaginal atrophy, detrusor instability and excision of vaginal graft.